Manufacturer narrative:
Patient sex not available from the site. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that they were unable to tighten the clamp because the handle moved. There was an unknown amount of delay and it is unknown if this impacted the patient's outcome.